Manufacturer narrative:
Product complaint number: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: it indicates "it has been noticed by some doctors" do you mean this issue occurred in several procedures? Please confirm yes, this has occurred on other occasions. Could you please confirm how many devices present this issue (pull off suture needle)? Not exactly sure as box was provided to rep. What was used to complete the procedure? Unable to provide this information. Did the patient suffer from any consequence due to this issue? If yes please provide more details. No. What was the initial procedure? Unable to provide this information. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, it has been noted that the suture comes off the needle very easily and not when needed. The suture is not designed to separate from the needle as it is supposed to be cut off when suturing is done. There were no patient consequences reported. Additional information was requested.